Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024).¿ analysis summary: returned device investigation could not confirm the reported behavior. The tablet was functional and interrogation of a reference pacemaker was possible. Analysis of the files, extracted during returned device investigation, revealed the following observations: freeze on (B)(6) 2022: a freeze on (B)(6) 2022 cannot be confirmed with certainty. Between 10:46h and 11:58h the tablet was responding to input by the user finally the bluetooth connection was stopped due to inactivity and popup message was displayed at 13:01h . The popup message was not confirmed by user input but the session was stopped o whether the touch screen was not responding or the user stopped the session directly with p1+p2 cannot be determined freeze on (B)(6) 2022 . Based on available data, it seems that the user was blocked while reading aida episodes ¿.the reported freeze might be related to a known issue of not refreshing user interface while switching between stored episodes the tablet was sent to after sales service for a re-ghost and reinstallation of the software before returning it to the field.

Event description:
Reportedly, the smarttouch tablet froze during the device's' interrogation on 1 (during smartcheck) and 2 (during parameter setting) december 2022 and was not responding at all. After a hard reset the device was functional again.